Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (pulse below lower limit) was confirmed. Upon investigation the monitor was unable to complete an incoming pulse test. The cause for the failure was isolated to the c19 capacitor on the defibrillator pca and multiple component on the pca board. The components were thermally damaged. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.